Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: device photograph(s) for the device related to the reported event of rupture and inflammation / irritation requested on jun 05, 2025, with lot number 2125122 and catalog n-tsf265. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation / irritation: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, inflammation/irritation.

Event description:
Healthcare professional reported left side "intracapsular rupture of the left breast implant. Inflammatory/reactive changes in glandular tissue around the implant on the left" diagnosed via ultrasound and "during surgery, up to 265 ml of yellowish gel-like substance, impaired implant integrity." Device has been explanted and replaced with another manufacturer's device.